Manufacturer narrative:
The device could not perform exposure as the current battery had reached end of service life; the battery pack was replaced. No harm to the patient or users. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
CT could not perform exposure operation causing delay in the patient treatment.